Event description:
Healthcare provider reported a right side ¿perforation¿/rupture of breast implant. The event was diagnosed by mammogram. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.